Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, reservoir tubing break 2" above the reinforced tubing.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. A separation is noted at the strain relief/inlet tube junction of the reservoir. Testing revealed this to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. Surface abrasion is noted on all tubes and all strain relief of the pump, and on the exhaust tube of cylinder #1. No functional abnormalities are noted with the pump, cylinder #1, or cylinder #2. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the inlet tube of the reservoir to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Information received indicated that the separation near the inlet tube/strain relief junction of the reservoir occurred during the removal of the device. This separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional reports or trends of this type associated with lot number 3330530. Review of nonconformances revealed no nonconformance with this lot that would have contributed to the event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.